Manufacturer narrative:
Requesting problem leads be sent back for analysis.

Event description:
During an enterra system implant, two separate leads were severed at the during the application of clips to the prolene portion of the leads. The implant was completed successfully upon the third attempt.